Manufacturer narrative:
Additional information was received on 2-sep-2021 and it was reported that the patient is an 80-year-old, 45 kg, female. Therefore, the a2. Patient age at the time of event, a2. Age unit, a3. Gender, a4. Weight of the patient, a4. Weight unit, were updated. It was also reported that this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that this is procedure related. The patient outcome of the adverse event was reported as improved, no residual effects. Prior to noting the cardiac tamponade, ablation was most probably performed. There was no evidence of a steam pop. The device evaluation was completed on 3-sep-2021. It was reported that a patient underwent a premature ventricular contraction (pvc) with a thermocool® smart touch® sf uni-directional navigation catheter (stsf) and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a 106 error was encountered. The cable was replaced and the issue continued. The catheter was replaced, and the issue resolved, and the procedure was continued without a problem. Cardiac tamponade was confirmed by cardiac shadow at the end of the procedure. Drainage was performed and the procedure was completed. The patient's condition at the time of discharge was uneventful. The product was returned to biosense webster (bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the stsf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30523424m number, and no internal action was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 29-jul-2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a 106 error was encountered. The cable was replaced and the issue continued. The catheter was replaced, and the issue resolved, and the procedure was continued without a problem. Cardiac tamponade was confirmed by cardiac shadow at the end of the procedure. Drainage was performed and the procedure was completed. The patient's condition at the time of discharge was uneventful. The physician commented that the perforation occurred at the time of severe body movement during ablation, in the latter half of the procedure. There was no causal relationship with the product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.